Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported error code e006 could not be duplicated and the device was found to function per specification, however, possible causes of the error message are as follows: - increased number of deposits of tissue on the electrode. - increased contact resistance due to incorrectly or insufficiently plugged contacts at the working element or connection cable. - increased contact resistance due to defective contacts at the working element or connection cable. - the instrument is located in a gas bubble during activation. - the measuring method of the esg-400 might have an impact on the conductivity. For this error message, a user error cannot be excluded. Olympus will continue to monitor field performance for this device.

Event description:
Additional event information reported: the issue occurred at the beginning of a therapeutic cystoscopy, evacuation of clots and complex fulguration procedure when a bipolar device was plugged in. There was maybe a three minute delay in the procedure and the patient's anesthesia time was not extended. There was no impact on the patient as a result of the event and the procedure was completed using the same device.

Event description:
It was reported that the hf unit "esg-400" was displaying an error code e006 and not capable of fluid use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.